Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarms were noted. The motor passed the motor test. No unexpected failed battery test, off no power, weak battery, or bad battery alarms were noted. The battery icons functioned properly. The pump had a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.